Event description:
Was using a dexcom g7 sensor. The sensor failed right after application. This is the 4th time this has happened in the last 2 weeks with 4 different sensors. After application a small wire was protruding out of the top of the sensor. A quick search on the internet revealed that this is a known problem of dexcom g7 sensors manufactured in malaysia. The sensor box indicated this sensor came from that country. The internet indicated that this is a known problem by dexcom yet they continue to sell the sensors to the public. Appears to be a quality control issue. The prior sensors we used, that were defective, after being removed left a small irritated red bump on the skin that lasted for weeks so far. We have pictures that can be provided. Hecc: 4545. Dpc: 2588. Reference reports: mw5176051, mw5176052, mw5176053.